Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI:(B)(4).

Event description:
It was reported from japan that during service and evaluation, it was determined that the battery reamer device contact was damaged, stops by itself, the trigger moving parts did not move smoothly and had component damage. The device also failed pretests for general condition, check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that the device malfunctioned. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.